Manufacturer narrative:
A medtronic representative went to the site and reloaded the software on the system. This resolved the issue. System passed all testing after software reload. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that the ias (image acquisition system) will not boot completely and the pendant is showing no status for motion controllers or generator. The mvs (mobile viewing station) was not communicating. He mentioned that they did several reboots with no change. There was no delay to the case as a c-arm was used instead. No patient harm.